Event description:
I wear a dexcom g7 sensor to monitor my glucose. The one that I had on prior malfunctioned. I switch arms when I place a new one on. When I put the one, I am reported on, I followed the protocol as follows: 1. I wash my hands using the "abc" recite method. 2. I clean the site with an alcohol swab and let it dry for i0- i5 seconds. 3. I apply the applicator and the sensor. 4. I hold the sensor on for at least 10 seconds by pushing on it. 5. I go around the edges 3 times. 6. I apply the over patch and go over it 3 times. 7. I take off the film on the other side and go on it 3 times around the edges. About 3 days later I felt a bad pain at the time. It had been hurting since the application but it was worse. I had to get treatment at the urgent care. They had to incise and drain the pustule. I am applying an antibiotic ointment that was prescribed.